Event description:
Clinical engineering replaced 2 limb leads on the EKG machine. The leads were switched when placed into the cable box; la to ll and ll to la. This was not noted until five months later and the lead connection was corrected. The hospital reviewed all the ekgs taken during that time frame five months and found no clinical impact on the patients. In most cases the physician noted the lead reversal or the lead reversal was not significant based on the patients condition. Many patient had repeat ekgs on other machines on other units. No treatments or added tested were performed based on the lead reversal. Twelve hundred (1200) ekgs were reviewed. All hospital EKG machines were checked for proper lead placement. Better labeling is needed in the cable box to prevent this from happening again.